Event description:
Called alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 2.94; lab: 5.7.

Manufacturer narrative:
On (B) (6) 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time the complaint was filed: date: (B) (6) 2009; inratio: 2.94; lab: 5.7; mean: 4.32; confidence limits: 2.5 - 6.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No functional testing is required. The meter is not expected to be returned; therefore, additional testing is not possible. No corrective action required as no product deficiency was established.